Event description:
The patient sustained minor vessel damage with the removal of the clot basket, due to the aggressive use of the device, as well as the mechanical and metal nature of the basket. No other patient injuries, serious, or otherwise were reported. The IFU includes the following contraindication."do not deploy in vessels with previously implanted devices." There is also a warning in the IFU that states, "the basket assembly is not intended to be torqued or advanced without the basket delivery catheter. This may cause vessel damage or compromised device functionality."

Event description:
Follow-up report to submit additional information not known at time of initial submission.